Event description:
It was reported that pump experienced malfunction alarm with code displayed. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.